Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an external device. The reason for call was "software problem. Cannot continue, please call medtronic 1)intellis 2)3.6 3)243 4)qf_port [99]" was on the controller. When controller came back on, software problem message had cleared and pt connected to ins, stimulation showed off, pt had not turned stimulation off herself and didn't know why it was off. Patient services (pss) walked the pt through turning stimulation back on. The circumstances that led to the reported issue were unknown. Resetting controller resolved the issue. Controller battery was green, pss advised the pt keep their controller fully charged. The troubleshooting steps that were taken on the call resolved the issue.